Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Event description:
It was reported that left hip revision was performed due to pain & adverse local soft tissue reaction to metal corrosion.